Event description:
It was reported that a patient was having trouble with checking a device. When the patient¿s right side device was checked, it showed a ¿check¿ but when the left side was checked it showed a ¿question mark.¿ the patient was unable to communicate with the left side device. It was noted that the patient was unsure if there was any return of symptoms, and she was not shaking but her balance system was ¿messed up.¿ it was reported that ¿last time¿ the patient tried the device was turned off for five weeks and the patient was ¿petrified¿ and ¿paranoid¿ about the device being off. It was noted that when the patient had the device off for five weeks the patient¿s healthcare provider was ¿shocked that the patient was able to function.¿ it was later reported that the cause of the event was that the device had been turned off. The event was attributed to the programmer. It was noted that the patient was able to turn the device back on with the patient programmer. Additional information received reported that the patient outcome was no injury and recovered without sequelae. It was noted the patient did not require hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).